Manufacturer narrative:
The hill-rom technician found the right foot caster needed to be replaced. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds the technician replaced the right foot caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the foot end of the bed moves when in brake (brakes not holding). The bed was located in 326 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).